Event description:
It was reported that during a ptca treatment procedure, the bio ranger balloon ruptured at four atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was in an unspecified coronary artery. The physician used a choice pt guide wire to cross the lesion. The bio ranger balloon was removed and replaced with a guidant opensail balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.